Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had a magnet rate of 100 paces per minute and showed 2 years of longevity remaining the day this patient had heart surgery. Following the operation the lower rate limit (lrl) was increased from 60 to 90 beats per minute. The device was checked about a week later and was found to be at elective replacement time (ert). Boston scientific technical services (ts) discussed that increasing the lrl could have caused the change in battery status or that if the electrocautery hand piece touched the lead system and/or device during the heart surgery it could have caused the ert indicator. Ts recommended device replacement. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this device was explanted and replaced. The device has been requested to be returned for analysis. No additional adverse patient effects were reported.